Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse that found the issue replaced the scroll compressor, muffler 1/8npt and muffler<100 micron. The iabp has been released for clinical use with no incident. The initial reporter named, is a getinge employee who has different contact details from that of the event site.

Event description:
It was reported that during an inspection on the cardiosave intra-aortic balloon pump (iabp) by a getinge field service engineer (fse), the drive regulator calibration was low which could only rise up to 360mmhg (+390mmhg in normal value). There was no patient involvement and no adverse event was reported.